Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm. The customer's blood glucose level was not impacted. Reportedly, the customer had reported that the pump was exposed to the water. However, the customer was able to clear the alarm and resume insulin delivery.